Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the preventive maintenance (pm) occlusion test, instead of the plunger retracting as expected, an audible pop was heard and the plunger stopped abruptly, displaying the message: ¿travel course error.¿ the fault occurred during the occlusion phase of the test after the gauge had filled with the stopcock closed. There was no patient involvement, and no patient harm was reported.

Manufacturer narrative:
H3 and h6 codes: updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.